Manufacturer narrative:
The exact patient age is unknown however; it has been reported that the patient is over 18 years old.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 multiple band ligator was used for a hemorrhoidal banding within the rectum performed on (B)(6), 2012. According to the complainant, during the procedure, when the physician attempted to deployment, the bands did not deploy properly; the bands fell to the side instead of attaching to the hemorrhoid. Reportedly, the ligation device was assembled correctly; however, one nurse indicated that the way the bands released made it appear as if the string holding the bands on was loaded wrong. The case was completed with another speedband superview super 7 multiple band ligator. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported to be fine.